Event description:
The duett sealing device was deployed following a diagnostic left heart catheterization using a 6f sheath in the right common femoral artery. Deployment of the duett was reported as uneventful signs and symptoms consistent with a retroperitoneal bleed were noted immediately post deployment. Morphine was administered for pain, the suspected retroperitoneal bleed was confirmed via CT scan, and was surgically repaired. The event was resolved, and the pt was discharged several days later.